Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a routine clinic visit. Upon interrogation, an alert for low ventricular lead impedance and multiple noise reversion episodes were observed. Further interrogation revealed within range ventricular impedance measurements. The patient would be monitored.